Manufacturer narrative:
Analysis of the extension, (B)(4), found no anomaly. Analysis of the extension, (B)(4), found no anomaly.

Event description:
It was reported that during the implant procedure, the physician connected the extensions the leads and implantable neurostimulator (ins) and saw impedances over 40,000 ohms on all electrodes. The physician disconnected and reconnected the extensions from the ins but the impedances were still high. When the physician connected the leads directly to the ins, the impedances were normal. The extensions were not used and were going to be returned. It was noted that the patient felt the stimulation ¿correctly¿ and received effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37081-60, serial# (B)(4), product type extension; product ID 37081-60, serial# (B)(4), product type extension. (B)(4).